Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: no power issues were observed in the black box. Returned battery cap used for investigation. No damage was found to the battery cap. The battery cap able to attach securely to the pump. Pump powers on to verify screen. The battery cap contact height and width was found to be in specifications. Investigators were unable to perform steps 21 and 22 due to alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.